Event description:
It was reported that undersensing was observed on the lead. Fluoroscopy showed the lead had slightly dislodged. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.